Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.

Event description:
The customer reported having a problem involving a blank screen on her freestyle blood glucose meter. She reported that she experienced the following symptoms: "headaches and feeling intoxicated". She also reported losing consciousness. There was no report of third party medical intervention. There was no report of prescription medications taken to counteract the event. There was no report of death or permanent impairment associated with this event.